Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the date was changed after (B)(6) 2020 to (B)(6) 2052. As the time was not changed, it is assumed that logs recorded on (B)(6) 2020 were recorded as (B)(6) 2052 in the logs. Blood glucose (bg) of 52 mg/dl was recorded by continuous glucose monitor (cgm) at 5:39:21 am on (B)(6) 2052. Cgm alert 1 (cgm low alert) enunciated at 5:39:21 am on (B)(6) 2052. From approximately 12:00:00 am to 5:00:43 am, approximately 1.14 units of basal were delivered. It is possible the user¿s personal profile settings need adjustment. No boluses were delivered approximately 10 hours prior to the low bg. There is no evidence that the pump experienced a malfunction or failure.